Event description:
Baxter UK reports leak with homechoice sets, noted after treatment when carpeting was wet and dialysate leaked through to lounge ceiling. Per affiliate, the cap on the effluent sample line of the drain line of the homechoice set was "off". No pt injury or medical intervention required per baxter affiliate.